Manufacturer narrative:
A compromised force sensor system alarm occurred during prime test at 4 pounds due to moisture damage faulty force sensor system. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked case at the reservoir tube window corner and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that insulin was squirting out during manual prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.